Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an unknown revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an unknown revision procedure due to an unknown reason. Additional information was received that the lead pulled down due to a fall. The patient underwent a lead revision procedure and was doing well postoperatively. The lead remains implanted.